Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav catheter and a crack issue was observed. The catheter was leaking at the base before the electrodes along the shaft of the catheter. Found a visible crack where the leak was coming from. They had not inserted the catheter into the body when this was discovered. The issue was resolved when the catheter was replaced. The catheter was brand new and not reprocessed. There was no patient consequence reported. Additional information was received. The catheter had not been inserted into a sheath or the body when the leak was found. They were testing the flushing before advancing into the body. The leak was right below the shaft electrodes. The device was not pre-shaped. The catheter leak issue was assessed as non MDR reportable. Catheter leak was highly detectable by the physician. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The crack issue was assessed as MDR reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 25-feb-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav catheter. The catheter was leaking at the base before the electrodes along the shaft of the catheter. Found a visible crack where the leak was coming from. The device evaluation was completed on 03-mar-2026. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functional tests of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. Further analysis under image magnification was performed on shaft and tip transitions; however, no anomalies were detected. The device was connected for irrigation and no water leakage issues were observed. A manufacturing record evaluation was performed for the finished device number: 31720265l, and no internal actions related to the reported complaint were identified. The device detachment and leakage reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).